Manufacturer narrative:
The device was returned to olympus for evaluation where service found the catheter became lodged, and could not inflate the balloon likely due to the adhesion of the contrast medium. Therefore, the tear of the balloon could not be confirmed. Other abnormalities were not found in the device. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device ruptured, thought the maximum expansion pressure was not exceeded. The reported problem was found during an unknown procedure, that was completed when the device was replaced. No patient injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon (balloon ruptured / ruptured during or before expansion (below target pressure)) was not confirmed by visual inspection. Investigation was performed by connecting an aomori olympus maj-1740 with the returned device to confirm the balloon inflation. However, the catheter became lodged, and could not inflate the balloon. Therefore, there's no definitive cause of why the balloon tore. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The age of the device is unknown since the lot number was not received. The event can be detected/prevented by following the instructions for use which state: please check the handling at the facility, and if you find any problems, please be careful about the handling. Do not use beyond the highest expansion pressure indicated on the individual packaging or sterile pack label or inflation chart. Excessive expansion of the balloon can cause it to rupture, which can lead to injury to the patient. If the balloon pressure drops or the balloon ruptures during dilation, slowly pull the product out with the endoscope. Do not attempt to pull a ruptured or leaking balloon out of the endoscope. Olympus will continue to monitor field performance for this device.